Event description:
The pump was returned for investigation. Investigation revealed that the force resistance measurement is out of specification and the force sensor is out of calibration. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the prime history revealed multiple occurrences of high prime volume. Investigation revealed that the force resistance measurement is out of specification and the force sensor is out of calibration. There was evidence of contamination observed on the force sensor assembly. Unrelated to the force sensor issue, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).